Event description:
The pt's mother reported on (B)(6) 2013 at 3:21 pm her son activated a new pod and his blood glucose, carbohydrate intake and insulin history fort the following day (10/07) is as follows: at 3:04 pm he was vomiting and she decided to take him to the hospital. The pod ws deactivated and discarded by the hospital staff. He was diagnosis for "mild" diabetic ketoacidosis and he was placed on an intravenous insulin drip.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.